Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an internal carotid artery aneurysm, the coil did not detach. During the removal attempt, the implant coil stretched and detached within the blood vessel due to allegedly forceful removal. No additional intervention was performed and there was no reported patient injury. The current patient's condition is reported to be "normal."

Manufacturer narrative:
The delivery pusher was received for evaluation. The implant coil was detached from the pusher and was not returned. The pusher's monofilament displayed evidence that the implant coil detached due to forces that exceeded the tensile strength of the monofilament. As the implant was not returned, the alleged coil stretching cannot be verified.